Event description:
The manufacturer was contacted about a ds2adv auto CPAP device in regard to an allegation of the device overheating while on the device. The complaint also alleges the observation of smoke emitting from the device and the smell of burning plastic. The was no evidence of flames or exposed wiring, melting, warping or voids/gaps in the enclosure. There is no harm or serious injury mentioned; neither is there any medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
As per additional information received on 06/25/2025: the device was returned to the manufacturer's product investigation laboratory for investigation. The airflow was verified to be operating correctly and the device powered on. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. A heat test was performed on the device and heater plate to verify that the temperatures were within the required perimeters. The test results showed that the device and heater plate recorded temperatures within the required specification. During the investigation, pil observed that the external portion of the center enclosure had an unknown contaminant on it. The external portion of the iso port was observed to have what appeared to be possible mineral deposits on it, likely due to liquid ingress. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, water tank, top enclosure, iso port, blower, blower box, heater plate, heater plate spring, and bottom enclosure. A dust-like contaminant was observed on the ui display bezel, center enclosure, inlet/outlet seal, and blower seal. An unknown contaminant was observed on the water tank and bottom enclosure. Hair-like particles were observed on the top enclosure, iso port, heater plate, and bottom enclosure. The inlet/outlet seal was observed to have a yellowish discoloration to it. The blower box was observed to have a tobacco odor to it. There were no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The investigation was not able to confirm the complaint or address the specified symptoms. Additionally, the device was scrapped. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing of smoke emitting from the device and the smell of burning plastic. The was no evidence of flames or exposed wiring, melting, warping or voids/gaps in the enclosure. This notification was opened for review for information received that a smoke emitting from the device and the smell of burning plastic. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.